Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer¿s representative (rep) and their concerns were resolved, and they did not have concerns with their device or therapy. However, the patient also reported that they were still having concerns with their device or therapy but had not sought further help.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy and received assistance from their healthcare provider (hcp) or manufacturer representative and their concerns were resolved. There was an appointment date of (B)(6) 2014.

Event description:
The patient programmer (pp) was not able to adjust stimulation. The displayed showed ¿call your doctor¿ icon, a power on reset (por) condition occurred. This issue began saturday, the device was not working. It was noted that the patient does not use the antenna. The patient experienced pain because her device was off which began on saturday. Patient has neuropathy pain. The patient noticed her legs started to hurt so they checked the device and saw the por message. The informational por was able to be cleared. It was noted the patient does not have a managing physician. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).